Event description:
It was reported that the measured battery data revealed 2.52 v, 2.0 ma pulse current, 1.9 uj pulse energy, 1.0 uc pulse charge, 1190 ohms lead impedance, and a magnet rate of 87.3 ppm. These measurements are out of specification.